Event description:
On (B)(6) 2020, lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter was reading inaccurately erratic. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The patient reported that the alleged inaccuracy issue began at 6:37 a.m., on (B)(6) 2020. The patient claimed obtaining blood glucose readings of ¿278, 333 and 261 mg/dl¿ on the subject device, obtained at 6:32 a.m., 8:32 a.m., and 9:09 a.m., respectively. The patient reported that she manages her diabetes with oral medication (metformin, an unspecified dose taken twice daily, and amaryl, unspecified dose taken once daily prior to breakfast) and it is not known what changes, if any, she made to her usual diabetes management regimen in response to the alleged inaccuracy issue. The patient reported that on (B)(6) 2020, an unknown time after the alleged inaccuracy issue began, she developed symptoms of ¿shakiness, blurry vision¿ and that she ¿felt dizzy¿. The patient advised the cca that she then went to the emergency room (e.r), where she was subsequently treated with glucose tablets by a healthcare professional (hcp). The patient reported that on (B)(6) 2020, her blood glucose was measured at ¿94 mg/dl¿ and ¿70-110 mg/dl¿ on the emergency room/hospital device and stated that an hcp made changes to her diet, advising her to check carbohydrates and, adjusted her medication; however, the patient did not provide specific details of this change. It is not known how long the patient remained in hospital. At the time of troubleshooting, the cca confirmed that the unit of measure was set correctly on the subject device and that an approved sample site was used to obtain the results. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event for an acute low blood glucose excursion and received hcp treatment after the alleged inaccuracy issue with the subject device began.